Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('misscarriage'), embedded device ('the coil was completely within the tube\the coils on the right appear to be encapsulated within the tube'), device breakage ('it was removed in three pieces') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage. Concurrent conditions included overweight, anemia, vaginal discharge, abdominal pain, vaginal candidiasis, hyperemesis gravidarum, amenorrhoea, vaginitis, allergic rhinitis, human papilloma virus infection, low grade squamous intraepithelial lesion, myalgia, myositis, uterine leiomyoma, back pain, uti and endometriosis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) since 2006 to (B)(6)2010 and ferrous sulfate since (B)(6)2008. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced depression ("depression"), anxiety ("mental anguish") and urinary tract infection ("urinary tract infection"). On (B)(6)2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swing"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 1 month 9 days after insertion of essure. On (B)(6)2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vaginal infection, migraine, headache, depression, anxiety, weight increased and urinary tract infection outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for embedded device with essure. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Pt has essure coils and initially had a left sided mass, presumed to be a chronic ectopic. The mass has since resolve, but she continues to have pain and pressure. On the patient's left the essure coil was noted and the graspers were used to pull the coil and remove it. It was removed in three pieces with no breakage and no debris left within the pelvis. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6)2010: negative. Ultrasound abdomen - on (B)(6)2018: no evidence of an intrauterine gestation. The previously noted left adnexal abnormality is not identified on today's exam. No free fluid. Focal fundal fibroid. Ultrasound pelvis - on (B)(6)2018: anteverted fibroid uterus, the endometrium measures 23mm, bilateral ovaries were seen, there is a left adnexal mass measuring 3, 1cm appears to contain a small fetal pole measuring 0,9cm 7wod with no fetal cardiac activity with a yolk sac vs, a hemorrhagic cyst, normal blood flow noted to ovary, there is a moderate amount of pelvic free fluid seen measuring 4,1cm, bilateral essure coils seen; on (B)(6)2018: anteverted fibroid uterus, the endometrium measures 24mm, bilateral ovaries were seen and appear normal, the right ovary contains a 3.o cm hemorrhagic cyst with normal blood flow to ovary. There was a minimal amount of pelvic free fluid seen in the posterior cul de sac measuring 2.o cm, previously seen left adnexal mass is no longer present it probably was a hemorrhagic cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it was removed in three pieces, coil was completely within the tube. Lot number:727106. Manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event added: urinary tract infection. Event pt term updated from ¿ectopic pregnancy¿ to "ectopic pregnancy with contraceptive device". Concomitant drugs and reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('it was removed in three pieces'), embedded device ('the coil was completely within the tube\the coils on the right appear to be encapsulated within the tube'), ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') and abortion of ectopic pregnancy ('miscarriage') in a 24-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage. Concurrent conditions included overweight, anemia, vaginal discharge, abdominal pain, vaginal candidiasis, hyperemesis gravidarum, amenorrhoea, vaginitis, allergic rhinitis, human papilloma virus infection, low grade squamous intraepithelial lesion, myalgia, myositis, uterine leiomyoma, back pain, uti and endometriosis. Concomitant products included celecoxib (celebrex), ethinylestradiol;etonogestrel (nuvaring) since 2006 to october 2010, ferrous sulfate since (B)(6) 2008, nsaids, paracetamol (acetaminophen) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"), 1 month 10 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pelvic pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In july 2010, the patient experienced menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and urinary tract infection ("urinary tract infection"). On (B)(6) 2010, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), mood swings ("mood swing") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, embedded device, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, menorrhagia, mood swings, migraine, headache, depression, anxiety and weight increased outcome was unknown and the genital haemorrhage, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, vaginal infection and urinary tract infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Pt has essure coils and initially had a left sided mass, presumed to be a chronic ectopic. The mass has since resolve, but she continues to have pain and pressure. On the patient's left the essure coil was noted and the graspers were used to pull the coil and remove it. It was removed in three pieces with no breakage and no debris left within the pelvis. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Ultrasound abdomen - on (B)(6) 2018: no evidence of an intrauterine gestation. The previously noted left adnexal abnormality is not identified on today's exam. No free fluid. Focal fundal fibroid. Ultrasound pelvis - on (B)(6) 2018: anteverted fibroid uterus, the endometrium measures 23mm, bilateral ovaries were seen, there is a left adnexal mass measuring 3, 1cm appears to contain a small fetal pole measuring 0,9cm 7wod with no fetal cardiac activity with a yolk sac vs, a hemorrhagic cyst, normal blood flow noted to ovary, there is a moderate amount of pelvic free fluid seen measuring 4,1cm, bilateral essure coils seen; on 08-aug-2018: anteverted fibroid uterus, the endometrium measures 24mm, bilateral ovaries were seen and appear normal, the right ovary contains a 3.o cm hemorrhagic cyst with normal blood flow to ovary. There was a minimal amount of pelvic free fluid seen in the posterior cul de sac measuring 2.o cm, previously seen left adnexal mass is no longer present it probably was a hemorrhagic cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it was removed in three pieces, coil was completely within the tube. Lot number:727106 manufacture date: 2010-03, expiration date: 2013-03 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : outcome of the events pertaining to pain, bleeding, bladder/urinary problems updated to recovered/resolved. Reporter added on (B)(6) 2020: pfs received : events onset date added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('misscarriage'), embedded device ('the coil was completely within the tube\the coils on the right appear to be encapsulated within the tube'), device breakage ('it was removed in three pieces') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage. Concurrent conditions included overweight, anemia, vaginal discharge, abdominal pain, vaginal candidiasis, hyperemesis gravidarum, amenorrhoea, vaginitis, allergic rhinitis, human papilloma virus infection, low grade squamous intraepithelial lesion, myalgia, myositis, uterine leiomyoma, back pain, uti and endometriosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swing"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 1 month 9 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal infection ("infection (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, abortion of ectopic pregnancy, embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vaginal infection, migraine, headache, depression, anxiety and weight increased outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for embedded device with essure. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Pt has essure coils and initially had a left sided mass, presumed to be a chronic ectopic. The mass has since resolve, but she continues to have pain and pressure. On the patient's left the essure coil was noted and the graspers were used to pull the coil and remove it. It was removed in three pieces with no breakage and no debris left within the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Ultrasound abdomen - on (B)(6) -2018: no evidence of an intrauterine gestation. The previously noted left adnexal abnormality is not identified on today's exam. No free fluid. Focal fundal fibroid. Ultrasound pelvis - on (B)(6) 2018: anteverted fibroid uterus, the endometrium measures 23mm, bilateral ovaries were seen, there is a left adnexal mass measuring 3, 1cm appears to contain a small fetal pole measuring 0,9cm 7wod with no fetal cardiac activity with a yolk sac vs, a hemorrhagic cyst, normal blood flow noted to ovary, there is a moderate amount of pelvic free fluid seen measuring 4,1cm, bilateral essure coils seen; on (B)(6) 2018: anteverted fibroid uterus, the endometrium measures 24mm, bilateral ovaries were seen and appear normal, the right ovary contains a 3.o cm hemorrhagic cyst with normal blood flow to ovary. There was a minimal amount of pelvic free fluid seen in the posterior cul de sac measuring 2.o cm, previously seen left adnexal mass is no longer present it probably was a hemorrhagic cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it was removed in three pieces, coil was completely within the tube. Lot number:727106 manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2019: quality-safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('misscarriage'), embedded device ('the coil was completely within the tube\the coils on the right appear to be encapsulated within the tube'), device breakage ('it was removed in three pieces') and genital haemorrhage ('abnormal bleeding (general)') in a 24-year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage. Concurrent conditions included overweight, anemia, vaginal discharge, abdominal pain, vaginal candidiasis, hyperemesis gravidarum, amenorrhoea, vaginitis, allergic rhinitis, human papilloma virus infection, low grade squamous intraepithelial lesion, myalgia, myositis, uterine leiomyoma, back pain, uti and endometriosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swing"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 1 month 9 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"). On (B)(6) 20111, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal infection ("infection (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy )). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, abortion of ectopic pregnancy, embedded device, device breakage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vaginal infection, migraine, headache, depression, anxiety and weight increased outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for embedded device with essure. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, ectopic pregnancy, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 175 lbs. Pt has essure coils and initially had a left sided mass, presumed to be a chronic ectopic. The mass has since resolve, but she continues to have pain and pressure. On the patient's left the essure coil was noted and the graspers were used to pull the coil and remove it. It was removed in three pieces with no breakage and no debris left within the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on 26-jul-2010: negative. Ultrasound abdomen - on 27-jul-2018: no evidence of an intrauterine gestation. The previously noted left adnexal abnormality is not identified on today's exam. No free fluid. Focal fundal fibroid. Ultrasound pelvis - on 03-jul-2018: anteverted fibroid uterus, the endometrium measures 23mm, bilateral ovaries were seen, there is a left adnexal mass measuring 3, 1cm appears to contain a small fetal pole measuring 0,9cm 7wod with no fetal cardiac activity with a yolk sac vs, a hemorrhagic cyst, normal blood flow noted to ovary, there is a moderate amount of pelvic free fluid seen measuring 4,1cm, bilateral essure coils seen; on 08-aug-2018: anteverted fibroid uterus, the endometrium measures 24mm, bilateral ovaries were seen and appear normal, the right ovary contains a 3.o cm hemorrhagic cyst with normal blood flow to ovary. There was a minimal amount of pelvic free fluid seen in the posterior cul de sac measuring 2.o cm, previously seen left adnexal mass is no longer present it probably was a hemorrhagic cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it was removed in three pieces, coil was completely within the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment done. Event it was removed in three pieces was added. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('pregnancy (ectopic)'), abortion of ectopic pregnancy ('miscarriage'), embedded device ('the coil was completely within the tube\the coils on the right appear to be encapsulated within the tube') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 727106) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 and miscarriage. Concurrent conditions included overweight, anemia, vaginal discharge, abdominal pain, vaginal candidiasis, hyperemesis gravidarum, amenorrhoea, vaginitis, allergic rhinitis, human papilloma virus infection, low grade squamous intraepithelial lesion, myalgia, myositis, uterine leiomyoma, back pain, uti and endometriosis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("mood swing"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"), 1 month 9 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("physical pain/ pelvic pain"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal infection ("infection (vaginal)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (bilateral salpingectomy )essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy, abortion of ectopic pregnancy, embedded device, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood swings, vaginal infection, migraine, headache, depression, anxiety and weight increased outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for embedded device with essure. The reporter considered abortion of ectopic pregnancy, anxiety, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Pt has essure coils and initially had a left sided mass, presumed to be a chronic ectopic. The mass has since resolve, but she continues to have pain and pressure. On the patient's left the essure coil was noted and the graspers were used to pull the coil and remove it. It was removed in three pieces with no breakage and no debris left within the pelvis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pregnancy test - on (B)(6) 2010: negative. Ultrasound abdomen - on (B)(6) 2018: no evidence of an intrauterine gestation. The previously noted left adnexal abnormality is not identified on today's exam. No free fluid. Focal fundal fibroid. Ultrasound pelvis - on (B)(6) 2018: anteverted fibroid uterus, the endometrium measures 23mm, bilateral ovaries were seen, there is a left adnexal mass measuring 3, 1cm appears to contain a small fetal pole measuring 0,9cm 7wod with no fetal cardiac activity with a yolk sac vs, a hemorrhagic cyst, normal blood flow noted to ovary, there is a moderate amount of pelvic free fluid seen measuring 4,1cm, bilateral essure coils seen; on (B)(6) 2018: anteverted fibroid uterus, the endometrium measures 24mm, bilateral ovaries were seen and appear normal, the right ovary contains a 3.o cm hemorrhagic cyst with normal blood flow to ovary. There was a minimal amount of pelvic free fluid seen in the posterior cul de sac measuring 2.o cm, previously seen left adnexal mass is no longer present it probably was a hemorrhagic cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, vaginal bleeding, pelvic pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: it was removed in three pieces, coil was completely within the tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received. Reporters information and lot number was added. Events added: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), mood swing, infection : vaginal, migraines, headaches, pregnancy (ectopic), miscarriage, device ineffective, depression, mental anguish, weight gain, abnormal bleeding (general), coil was completely within the tube. Outcome of event pain was updated. Medical history, concomitant drug and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.